Manufacturer narrative:
Product evaluation was not possible as the instrument was discarded by hospital personnel without lot identification, manufacturing history review and lot specific complaint history review was not possible. A two-year complaint history review for all part numbers in the psstxx family did not identify a trend for reports of this nature. This report is number 2 of 2 filed for the same event (reference 3005739886-2015-00077/00078).

Event description:
It was reported that during a procedure the pedicle screw track was prepared using the bone probe and subsequently the 4.5mm tap to break through the cortex and go bicortical. The tap snapped when being introduced into the vertebral body. There was enough of the broken tip exposed that the surgeon was able to pull it out of the bone using another instrument. Another 4.5mm tap was pulled from a second set of instrumentation readily available and upon introducing the tap into the same vertebral body to prepare for the pedicle screw it also broke at the tip. Again the tip was easily removed from the bone using another instrument and the procedure was completed without further issue, with a delay to the procedure of approximately 10 minutes. The broken taps were discarded at the hospital.